Manufacturer narrative:
The reported failure of active exhalation verification testing is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging a trilogy ev300 device will alarm blockage when there is no block. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the trilogy ev300 device at the manufacturer's service center, the device failed the active exhalation verification, pilot pressure test. Based on the findings, the service engineer recommended replacement of the device's solenoid valve to correct the issue. The service engineer also confirmed the presence of the error evt_obstruction_expiratory in the device logs; however, the error could not be duplicated during bench testing. It is possible that the customer may have been using a defective patient circuit. The device was operated for several hours using both a passive circuit and a dual limb circuit without generating errors. The device additionally failed fio2 testing. This test verifies that the fio2 solenoid is able to open and that the tubing connected to the fio2 sensor receptacle is not kinked or occluded. If the tubing were kinked or occluded, or if the solenoid valve did not open, air and oxygen would not circulate across the fio2 sensor. The fio2 sensor is used for monitoring purposes only and does not affect therapy delivery. The device's fio2 sensor and solenoid valve will need to be replaced. The device's outlet side panel was also found to be cracked and will require replacement. A pm kit will need to be ordered to complete the repair. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.